Manufacturer narrative:
Unable to perform displacement test, self test, sleep current measurement and active current measurement due to missing segment noted. Device received with missing segment due to cracked and bleeding lcd glass. Unable to verify critical pump error alarm and pump error 67 alarm due to missing segment noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that their insulin pump had critical pump error. Customer reported that they received open book image on the insulin pump screen. Customer stated that they received insulin pump error alarm before the open book image was displayed on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.